Event description:
Infusion bag filled with fluorouracil and normal saline. Total volume 107.4 ml. Bag was connected to pt's catheter; pt noticed the solution was leaking from the air filter on the tubing. Solution saturated the carrying case and pt's clothing.